Event description:
It was reported that there is zero light output on the lightsource. There was no harm reported and switch this item out with minimal down time.

Manufacturer narrative:
Additional info will be provided once investigation is completed.